Event description:
It was reported the patient had increased pain at her incision site, it felt warm and was more red; she had an infection at the incision. The patient visited the emergency room and was administered intravenous vancomycin on (B)(6) 2015. The patient resolved without sequela on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0q3td, implanted: (B)(6) 2014, product type: lead. (B)(4).